Event description:
It was reported that the patient experienced pain and erosion in the urethra with this artificial urinary sphincter (aus). A surgical procedure was performed in which all components were removed and replaced with no further patient complications. There were no device issues identified upon explant.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually and microscopically examined, and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the cuff. The balloon was visually and microscopically inspected, leak and functionally tested. No damage or abnormalities were noted, no leaks were identified; however, the balloon did not pass functional testing. The pump was visually and microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The reported allegations of pain and erosion are known risks associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available and analysis results, the failed functional test identified in the balloon could have caused or contributed to the reported clinical observations; therefore, a conclusion code of caused traced to component failure was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced pain and erosion in the urethra with this artificial urinary sphincter (aus). A surgical procedure was performed in which all components were removed and replaced with no further patient complications. There were no device issues identified upon explant.